Event description:
A consumer called and stated that she was allegedly burned several months ago while using a heating pad. This incident resulted in blisters on leg, which required treatment from a doctor. The pt also stated that this incident occurred while she had the pad wrapped around her leg while sitting in a recliner, which is contrary to proper use instruction. The product has a clear warning that states the product is intended for use on top of the body, and consumers should not sit against or lay on top of the heating pad. The instructions also have a warning to never place the pad between yourself and a chair, sofa, bed, or pillow.